Manufacturer narrative:
No product has been returned for evaluation nor were radiographic images provided. It is unknown if the patient complied with post operative physical restrictions or suffered a fall. It was reported that fusion was completed. Even though root cause cannot be confirmed, compatibility of unknown interbody placed at l5/s1 levels is unknown. Review of the reported event identified an off label combination of products and procedures with nuvasive posterior fixation products may have contributed to alleged event. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation.." "...postoperative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically post-operatively, using appropriate radiographic techniques..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...warnings, cautions and precautions correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system...."

Event description:
On (B)(6) 2018, a secondary posterior fixation procedure was performed at t10/ s2ai levels, and a competitor cage was inserted at l5/s1 levels. On (B)(6) 2020, during a routine follow up, an x-ray revealed that rods were broken at both side l5/s1. On (B)(6) 2020, a revision procedure was performed. The broken rods (5.5 cocr) were replaced with 6.0 cocr rods. It was reported that a fusion was completed.